Event description:
Pt was bradycardic and her oxygen saturations dropped just prior to nursing checking on pt. Rhythm on ep monitor was different from the rhythm on code monitor-had trouble picking up rhythm on hp monitor, changed out hp module and was able to pick up rhythm. Code blue initiated, pt intubated and resuscitated within three minutes. No apparent harm to pt. Bio-med checked device and says it is functioning properly.